Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicatiing a power supply equipment failure. The field service engineer (fse) checked and confirmed that it was a battery problem. The customer will purchase a new battery to resolve the issue. Based on the information available and results of additional analysis, no further action is necessary at this time. It was a battery problem. The customer will purchase a new battery to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : field service engineer confirmed remotely.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a power supply equipment failure. There was no reported patient involvement.